Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was getting poor communication with their programmer (pp), and it was noted that they had already changed the batteries. Troubleshooting included unplugging the antenna and syncing with the pp directly on their skin. This resolved the issue; the pp worked without the antenna, but not with it. The patient was sent a replacement pp, but it was later reported that it would still not connect with their implant. There were no patient complications reported as a result of this event.